Event description:
The facility's biomedical engineering dept reported an infusion pump that failed during pt use. The pump was reported to be infusing unk medication on channel b to a medical intensive care unit pt when channel b failed. The medication was changed immediately to a new pump and "no alteration in the pt's blood pressure resulted". According to the facility's risk manager, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics and diagnosis, medication involved, or set up of the infusion device.